Event description:
Connector block failure. Intermittent failure to capture increased lead impedance. Possible lead fracture of connector block failure. Lead tested ok. Cb set screw appeared to be stripped.